Event description:
In 2008, the sales representative reported that during surgery the spikes on the endplates caught on bone when they were being inserted. This caused the inserter arms to be pulled out of alignment. The endplate was explanted which caused a surgical delay of approximately 5 minutes.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Eval is pending upon return of the product.